Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that for patient, new orders were not coming over on the pyxis server and device. A technical support specialist stated that adt profiles had conflicts for the same patient under a different patient ID. A technical support specialist guided the customer to discharge the current admitted visit and create a new one to map the orders from the pyxis server or in epic. The technical support specialist confirmed that both needs to be discharged and a new profile to be created and orders tied to it. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient orders was not showing up. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.